Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off due to caught on something event on (B)(6) 2026. No further information available.